Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude/poor morphology, dislodgment and loss of capture with no asystole. Subsequently, this ra was explanted and a new lead was succesfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding loss of capture, low amplitude and dislodgment.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude/poor morphology, dislodgment and loss of capture with no asystole. Subsequently, this ra was explanted and a new lead was succesfully implanted. No additional adverse patient effects were reported. At this time, the lead has been received for analysis.